Event description:
It was reported that during a thoracic procedure, device remained closed on the tissue during a stapling of the right pulmonary artery it was impossible to open the device after stapling. Clamping the artery was then difficult (no clamping before stapling), the surgeon did a manual suture in bad conditions (the device remained inside the patient during the suture). This caused a hemorrhage and the patient needed to have a blood transfusion (1 liter). The procedure was in the morning, during the afternoon the patient woke up and was fine. No patient consequence reported.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that the sc45a device was received with the knife jammed and with a white cartridge reload present. The reload was fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components; the handle shrouds were noted to be damaged, and the knife was noted to be nicked. In addition, two clips were found behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.